Event description:
On (B)(6) 2025, the user¿s spouse reported sustained elevated blood glucose (bg) readings, with a high of 356 mg/dl over 3¿4 hours. No unusual activity was noted. The agent guided the user through a supply change, after which the spouse administered a manual insulin injection. The agent advised waiting at least two hours before reconnecting the pump. No symptoms were experienced, no medical intervention was required, and bg correction was in progress at the time of follow-up, with levels down to 190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.